Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. The patient reported that in the past 1-2 months his device had shut off by itself. He stated that when he had a return of pain he would check the ins with the programmer and it was off. The patient reported that his ins had 3/4 of a charge on those occasions. The patient was to contact his healthcare professional regarding the issue. Follow up was conducted.